Event description:
The following has been reported: biomed reported: pump failure alarm. No patient harm/infusion stoppage reported. A preliminary review identified the following issue: pneumatic valve actuation failure (valve 1). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported.

Event description:
No pump was returned. The reported issue of "pneumatic valve actuation failure (valve 1)" cannot be confirmed or refuted. The pump was requested to be returned three times and was not provided. Due diligence has been completed with no response. A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. No further actions required.